Event description:
It was reported that battery communication time out was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received on 13-may-2022 via email and attached to complaint object: no patient involvement. Found during pm (preventative maintenance). H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found a crack on the right plunger case. The reported problem was not duplicated, and the complaint was not confirmed. The investigator was unable to determine the cause of the reported problem. Corrective action taken was to replace the battery for preventative measures. Preventative maintenance was performed and all functional tests passed. The root cause was unknown as no fault was found with the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: correction: d4: model number: 4000.

Manufacturer narrative:
Additional information: a review of the event history log identified battery communication timeout.